Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, it was reported that the post of the valve went through the patient¿s extremely fragile aorta. The root cause of this event cannot be conclusively determined with the information obtained to date, but it is possible that the patient¿s extremely fragile aorta contribute to this event. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received a report that a 29mm aortic bioprosthetic valve was explanted at implant due to issues with the size and the post going through the aorta. The valve was replaced with a 27mm aortic bioprosthetic valve. Through obtained patient records it was noted that the preoperative transesophageal echocardiogram (tee) showed severe aortic valvular stenosis with bicuspid aortic valve. A hemi- sternotomy was performed and the 29mm valve was noted to seat well with no evidence of perivalvular issues. The aorta was then closed and as the operative team was preparing to come off bypass, the aortic root appeared to rupture. It was noted that the left non-strut of the low-profile 29mm bioprosthetic valve had perforated the root. The surgeon indicated that the root at this level was extremely fragile. The 29mm valve was therefore excised. Given the anatomy of the tear, the surgeon felt it most appropriate to repair this with a patch. The root was inspected, and there was an extensive tear extending from the level of the annulus in the mid-portion of the noncoronary sinus, extending well above the sinotubular junction. A median sternotomy was then performed for exposure to facilitate the repair of the complication. Once the aortic annulus had been ringed with pledgeted horizontal mattress sutures, the annulus was again sized, and the surgeon elected to place a 27mm aortic pericardial bioprosthetic valve in order to not have any undue tension on the root around the repair. The 27 mm valve seated extremely well. Normal spontaneous sinus rhythm again ensued and the patient was weaned easily from cardiopulmonary bypass. Postoperative tee demonstrated a well seated, normally functioning bioprosthetic valve with trace aortic valvular insufficiency and normal left and right ventricular function. The patient was discharged in stable condition on post-operative day seven.